Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted electro-cautery marks on device header and scratches on the device case and header. The right atrial (ra) ring seal plug was cut, and marks noted inside the device ports showed that the leads were properly seated while implanted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise on this pacemaker system. The noise was occasionally oversensed, but no pacing inhibition occurred. Diminishing r-wave amplitudes were also noted. This pacemaker was explanted and replaced. No lead damage was noted, and the physician suspected the rv lead had worn out over time. No additional adverse patient effects were reported.